Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center to report receiving system error 2240 on the homechoice machine during dwell 5 of 5. The technical service representative (tsr) explained the alarm. The patient's caregiver (cg) stated that there are no leaks and the unused line is closed. The patient did not disconnect. The cg cycled power and will leave the set up until the nurse comes. No further information is available. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted.